Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has significant facial stimulation on all active channels, especially channels 5-12. A previous integrity test conducted in november 2005 was within normal limits. The patient's audiologist reports a slight decrease in performance. The patient came to the appointment in 2007, complaining of a pain 'in the ear' that began last week. She described it as a dull ache (similar to an ear infection). Integrity testing was carried out but the patient did not report any pain felt. The audiologist ran tympanometry and the results were also normal. During programming the pulse durations were decreased and the mcl's increased somewhat. Widening pulse durations only increased facial stimulation. Six electrode channels were deactivated in order to increase the stimulation rate. The audiologis wants this patient to consider an implant for her other ear.